Event description:
Cause: possible subsequent accident causing force to be applied to the distal femur fracture which shifted causing the distal tip of the nail to add force to the high stress area of the proximal femur. Fracture repair and healing is always unique to the pt and the fracture. Guidance on best practice for sign nailing surgery is included in the sign technique manual; however no one can predict a non-union, accident or a failure. Therefore no corrective action is indicated or would help prevent this type of situation from happening again. No indication of product defect.